Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 396 mg/dl; however, the meter bg reading was not known. As a result of the auto-bolus, customer's bg level lowered to "low." An ambulance provided assistance and the customer consumed a glucose gel to address bg. Additionally, out of range issues occurred between the transmitter and pump, with no cgm sensor readings. Multiple attempts were made to follow up with the customer regarding the out of range issues and how they were resolved; however, no response from the customer was received. Recommendation was made to consult with a healthcare provider regarding diabetes management.